Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. In the initial report, november 1st was the become aware date (g4), but as a result of the investigation, it was found that it was december 15th. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the gas leakage randomly occurred sometimes from somewhere of the subject device including the cylinder hose while operation. There was no report of patient injury associated with the event.